Event description:
It was reported that the patient presented in for an atrial lead revision due to atrial lead noise. The noise was discovered in clinic during a follow-up at an unknown date. The patient was asymptomatic. The lead was capped and replaced. The patient did not have any complications from surgery and was in stable condition.